Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system tubing was found occluded before use while preparing the injection, sealed at the connection of the extension tubing and needle. The following information was provided by the initial reporter, translated from chinese to english: "pegasus was found with flow occluded after connected with foreign syringe due to the tubing at the junction of the extension tube and the needle is sealed issue was noticed during the preparation of the injection"

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 8302712. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Our review of the returned device identified the presence of adhesive in the tubing of the device, this is most likely the result of the addition of excess adhesive during the manual assembly of this device. To prevent a reoccurrence of this event we have notified our assembly team and our inspection operators to pay attention to this type of non-conformance during final review of finished goods.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system tubing was found occluded before use while preparing the injection, sealed at the connection of the extension tubing and needle. The following information was provided by the initial reporter, translated from chinese to english: "pegasus was found with flow occluded after connected with foreign syringe due to the tubing at the junction of the extension tube and the needle is sealed issue was noticed during the preparation of the injection".